Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0 degree endoscope was analyzed and the reported failure was confirmed but not replicated. Additionally, the endoscope was evaluated and a camera instrument adapter defect was found. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter was removed from the endoscope housing and evaluated and an aea shaft bearing contributing to friction was found. The endoscope was tested and placed on an in-house system for cable testing and failed due to a wpb defect. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the 0 degree endoscope had a reverse image. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated the issue occurred after ports were placed in the patient. The surgical task that was performed was the robotic prostatectomy. There was not a reversed control on system arms. The vision was reversed from the very beginning, it did not change after the camera was put in. There were no issues moving the camera, and it was not uncontrolled. The camera image was reversed from right to left, it was unplugged and plugged back in with no change. The system was not rebooted. The robot did recognize the correct endoscope, there was not an option to change the orientation of the scope. The staff switched out to another scope and there was no issue with the new endoscope. There was no injury to the patient.